Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tightness in both flexion and extension. The primary attune femoral component was removed, so that a posterior capsule release could be performed. Her medial collateral ligament was also released or lengthen slightly. A replacement attune ps femur of the same size and a replacement attune rp ps tibial insert was implanted. The primary rp tibial base (tray) was not revised. There was no suggestion by anyone that there was or may be deficiencies with the products. No surgical delay. Doi: (B)(6) 2017, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.